Event description:
It was reported that the insulin pump alarmed no delivery, which was resolved upon troubleshoot. The blood glucose reading was 160 mg/dl. The customer stated that the insulin exited the tubing during a manual prime. She was advised that the insulin pump was working as designed and that the alarm had been caused by an infusion set or reservoir occlusion. The customer advised that she would monitor the issue and change the infusion set, reservoir and insulin. She noted that in the morning, she had experienced high blood glucose reading of 255 mg/dl and received a no delivery alarm as well. She stated that when she went to change the set, she had to use 3 reservoirs before she could resolve the issue because she kept getting air bubbles. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.